Event description:
Patient underwent exploratory laparotomy partial gastrectomy. During closure of the incision site, gia 75 stapler was used, however, failed to seal site. A gia stapler 4.5 was then used to reapproximate the gastric edges and the staple line was oversewn using 2-0 silk sutures.